Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a brief sensor error during this sleep. The patient stated that during this time, they experienced a seizure. A fingerstick was taken and the blood glucose reading was 40 mg/dl. The emergencies were called, and the patient was flown to the hospital by helicopter and the patient lives 120 miles from the hospital. The patient was treated with a glucose syrup for 6 to 7 hours (understood as intravenous treatment). After treatment the blood glucose reading was more than 400 mg/dl, but the hospital refused to give insulin as the patient just had a seizure. The patient was discharged on the same day, and self-treated with 10 units of insulin after. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.